Event description:
03/2003 the hill-rom account manager was informed by the hospital that a pt allegedly fell out of bed. In 3/2003 the hill-rom account manager was informed of an alleged pt fall. New info was obtained on 4/2003 indicating the pt attempted to get out of bed by climbing over the siderails while the siderails were in the up position. This resulted in the pt falling. The pt cut their head and received sutures due to the fall.